Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days post implant, the patient awoke with chest pain and went to the hospital. There was evidence of an effusion and the right ventricular (rv) lead perforated. A tamponade and phrenic nerve/diaphragmatic stimulation were also noted. The physician made no allegation against the lead and prophylactically decided to explant and replace the rv lead. No further patient complications have been reported as a result of this event.